Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Bezel replaced due to error code 242.4030. Root cause was caused due to misalignment between the black motor housing holder and the big gear that connects to the motor. The misalignment prevented the shaft gear to connect with the big gear causing the whole mechanism unable to function. Mechanism was broken down to further investigate the cause. Replaced bezel assembly as an incidental due to that reason. (B)(4).